Event description:
The company was informed that the pt was experiencing soreness, fever, dizziness, and pain around the implant site after implant surgery. The pt was prescribed antibiotics (type unk) and symptoms persisted. Pt was then prescribed another round of antibiotics (type unk). The pt also has been taking pain medications for fever. The pt is reportedly doing well. When more info becomes available, a supplemental report will be submitted.